Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a return of symptoms that included nausea and increased baseline pain. The programming on the pump was correct. A catheter dye study was performed and they were unable to aspirate from the cap (catheter access port) but the hcp decided to "push dye in despite that." The hcp was also aware that pt would receive a bolus of medication as a result of that action. A roller study was performed with no problems. The pt was admitted to the hospital for observation. The medications being delivered via the device sys were dilaudid and marcaine. Additional info has been requested, a f/u report will be sent if additional info becomes available.